Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2018 the patient reported that some years ago (7, 8, or 9 years ago) he had run out of medication and it was brutal. He was having back surgery and they accidently cut the catheter and didn't know it. The patient felt like he was crawling out of his skin. No further complications have been reported as a result of this event.